Event description:
It was reported that the patient had been seen by paramedics with hypoglycemia. The patient's blood glucose levels reached 22 mg/dl while wearing the pod between 4 and 24 hours. The patient was experiencing confusion. It was also stated that the patient has been taking blood pressure medication for "mini--strokes". The patient refused IV glucose, refused being transported to hospital so they gave them something to eat and monitored them. The patient was released the same day. The pod was being worn when they were seen by the paramedics.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported paramedics and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.